Event description:
Edwards received notification that a 83 years old patient with an inspiris resilia valve model 11500a23 implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of no longer than three (3) years and ten (10) months due to degeneration leading to high gradients (58mmhg). As reported, the patient was initially put on oral anticoagulation therapy for three months with no reduction of mean gradient. An edwards transcatheter heart valve (thv) was implanted within the pre-existing surgical device. After the implantation of the transcatheter device, right coronary artery (rca) obstruction occurred, and the patient needed to be placed under bypass for intervention. Edwards complaint nr. (B)(4).

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 83 years old patient with an inspiris resilia valve model 11500a23 implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of no longer than three (3) years and ten (10) months due to degeneration leading to high gradients (58mmhg). As reported, the patient was initially put on oral anticoagulation therapy for three months with no reduction of mean gradient. A 26mm edwards transcatheter heart valve (thv) was implanted within the pre-existing surgical device. After the implantation of the transcatheter device, right coronary artery (rca) obstruction occurred, and the patient needed to be placed under bypass for intervention (edwards complaint nr. (B)(4)). The surgery went well and the patient was discharged home on pod# 8.

Manufacturer narrative:
H10: additional manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including diabetes mellitus and chronic kidney disease.